Event description:
It was reported that during patient treatment, the compressor was alarmed. The type of alarms were unknown. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. It was reported that during patient treatment, the compressor was alarmed. The type of alarms were unknown. According to the field service engineer, the problem was with the drainage valve. No more details were available. No parts were returned for investigation, therefore the root cause for the reported problem could not determined.